Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer believes the insulin gauge was inaccurate. Additionally, the customer received an unspecified alarm. Customer declined troubleshooting and declined a follow up call from tandem technical support. The customer's blood glucose was 109 mg/dl.